Manufacturer narrative:
Pump was received with no act button response due to corroded keypad traces. Unable to verify for low reservoir alarm and failed battery test alarm due to no act button response. Pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 186 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.